Event description:
It was reported that a carelink dual egm was noted. Upon follow-up, the hcp indicated the carelink event was reviewed and it was considered likely due to oversensing. The patient, who is not pacer dependent, will be monitored and the device checked at the next scheduled appointment. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.